Event description:
Unknown implant date on the lead. There was one episode of noise on the atrial channel and it lasted less than 6 seconds. The sensitively is at 0.25. The procedure took place at orange hospital. Physician unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).